Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that twenty 20ml luer lok syringes experienced difficult plunger movement. The following information was provided by the initial reporter: product complaint bd 20 ml syringe luer-lok tip, ref.#: (B)(4), lot 0136387; expiry 5/31/2025. On (B)(6) 2020, when opening the individually wrapped sterile bd 20 ml syringe luer-lok tip, two associates noticed difficulty in pulling syringe plungers. (Ex. Black portion of plunger requiring more energy to pull down from inside syringe barrel.) Approximately, twenty x 20 ml syringes identified in a 4 hour time period (7 am ¿ 11am). No patient injury.

Event description:
It was reported that twenty 20ml luer lok syringes experienced difficult plunger movement. The following information was provided by the initial reporter: product complaint ¿ bd 20 ml syringe luer-lok tip, (B)(4), lot 0136387 expiry 5/31/2025 on 11/25/2020, when opening the individually wrapped sterile bd 20 ml syringe luer-lok tip, two associates noticed difficulty in pulling syringe plungers. (Ex. Black portion of plunger requiring more energy to pull down from inside syringe barrel.) Approximately, twenty x 20 ml syringes identified in a 4 hour time period (7 am ¿ 11am). No patient injury.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/11/2020. H.6. Investigation: 2 physical samples were received (one open and another one close) this which were send to the quality control laboratory for evaluation, no defects found. The breakout and sustaining force test allow us to know the force required for displacement the plunger, this test obtained result within specification, also, the lubricant presence allow us to know the silicone amount inside the syringe, its important to mention that this component is medical grade and it has a lubricant function. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.